Event description:
During use of the myocardial ph sensor during cardiopulmonary bypass surgery, the sensor exhibited inaccurate ph values to an extent that could have caused the surgeon to draw incorrect conclusions about the status of the heart tissue ph. There were no adverse consequences to the patient as a result of this event.